Event description:
It was reported during a pump replacement procedure the 8578 was utilized with the new pump except they could not confirm catheter patency because there was no cerebrospinal (csf) backflow and they were unable to aspirate it. It was noted a 0.3ml prime was done on the back table with the new pump and the healthcare provider (hcp) could see no kinks in the catheter. The patient was reaching efficacy prior to this pump replacement. The hcp decided to connect the existing catheter/new 8578 to the new pump any way, but the hcp wanted to talk with the patient first to see what they would like to do. They could not do a catheter dye study because of being unable to aspirate it, but the hcp was going to utilize a c-arm to check the catheter that way. The pump was being used to deliver fentanyl and bupivacaine. Patient symptoms, the cause of not being able to aspirate, further actions or interventions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received. It was indicated that the patient was doing fine.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).